Manufacturer narrative:
The lens was returned folded in white gauze. Solution is dried on the lens. The optic is torn/cut into three portions, typical of an insertion and removal. The optic has additional split/cracked damage on the anterior and posterior, typical of marks from an instrument used to grasp the lens. A power and resolution evaluation could not be conducted due to the extreme damage to the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. Information was provided that the 25.0 diopter was replaced with a 19.5 diopter lens. An iol exchange for a difference greater than two diopters, indicates the event is most likely related to a calculation error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports a suture was used during the lens exchange.

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was exchanged due to the patient experiencing myopia, refractive error. Additional information was requested.